Manufacturer narrative:
Literature citation: stéphane litrico, tristan langlais, florent pennes, and antoine gennari, philippe paquis "lumbar interbody fusion with utilization of recombinant human bone morphogenetic protein: a retrospective real-life study about 277 patients" a2. Average age: 56 years. Sex: female (male: 117; female:160) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in the literature titled ¿lumbar interbody fusion with utilization of recombinant human bone morphogenetic protein: a retrospective real-life study about 277 patients¿ that 277 patients were treated for anterior or posterior lumbar fusion with recombinant human bone morphogenetic protein 2. The complications occurring during the 12 first postoperative months were reported and the fusion rate was analyzed on x-rays. Reportedly, there was a case of symptomatic heterotopic bone ossification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.